Event description:
During patient's cerebral angiogram, nurse needed to add additional contrast to syringe mounted in power-injector. Plunger on pre-filled syringe would not withdraw. During second attempt, plunger parts within syringe came apart. The tubing from syringe was immediately clamped. Syringe exchanged for new one without difficulty. There was no injury/danger to the patient.